Event description:
It was reported, intermittently, the system shuts down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.